Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a cannula separating from the hub was confirmed. Signs of use were also observed, which confirms the report that the defect occurred during use. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters". The report of a cannula separating from a needle hub was confirmed through analysis of the customer supplied image. The image shows a used needle with the cannula separated from the hub. It was determined the likely root cause is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature

Event description:
It was reported that"(B)(6) 2025, the anesthesiologist performed radial artery puncture catheterization for a patient undergoing general anesthesia. Before the procedure, the integrity of the catheter set's outer packaging was checked. After successful puncture, when withdrawing the needle and preparing to advance the catheter according to standard operating procedures, it was discovered that the connection between the needle and the catheter had separated, with the broken end remaining inside the catheter. After removing the needle, the remaining catheter was connected to the pressure sensor, and it was immediately noticed that there was oozing at the connection, making it impossible to form a closed monitoring circuit. The faulty arterial catheter was immediately removed, and a new puncture was performed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that" on (B)(6) 2025, the anesthesiologist performed radial artery puncture catheterization for a patient undergoing general anesthesia. Before the procedure, the integrity of the catheter set's outer packaging was checked. After successful puncture, when withdrawing the needle and preparing to advance the catheter according to standard operating procedures, it was discovered that the connection between the needle and the catheter had separated, with the broken end remaining inside the catheter. After removing the needle, the remaining catheter was connected to the pressure sensor, and it was immediately noticed that there was oozing at the connection, making it impossible to form a closed monitoring circuit. The faulty arterial catheter was immediately removed, and a new puncture was performed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".